Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the 6" roller pump displayed erratic behavior. Additional details regarding the nature of this malfunction have not yet been provided. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. It was also reported that this event took place during periodic inspection in which there would be no patient involvement.

Manufacturer narrative:
The issue could not be duplicated by terumo subsidiary. Evaluation is in progress, but not yet concluded.